Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found fault code 124,125 and 58 in the logs. The fse replaced the front end circuit. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error, the screen locked up. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error, the screen locked up. No patient harm, serious injury or adverse event was reported.